Event description:
User rec'd one pt sample with elevated ise results, which were lower when repeated. The following results for potassium were discrepant for this pt sample. Initial result gave 4.70; repeat gave 3.85 mmol per l. User said, results were reported out, but were corrected before they were sent to the diagnostics ctr, so the pt was not affected by the erroneous result. The field service rep determined a mechanical failure was the cause, and replaced sipper probe. To verify analyzer performance ise checks, calibration and controls were run and were ok.